Event description:
Reference number (B)(4). Event occured in the united states. A report indicated that the patient experienced an infusion set leakage incident on (B)(6) 2025. At the time, the patient's blood glucose levels were measured at 400 mg/dl. No further information available.